Event description:
This is filed to report recurrent and worsened mitral regurgitation. It was reported through a research article that (B)(4) patients in the gulf region underwent mitral transcatheter edge to edge repair (mteer), who were enrolled in the gulf mteer registry from (B)(6), 2017 to (B)(6), 2019. One year after the procedure, the implanted mitraclip may have caused or contributed to rehospitalizations, residual mitral regurgitation (mr), recurrent mr, worsened mr, requiring repeat repair. Additional information is listed in the attached article, titled ¿one-year real-world outcomes for patients undergoing transcatheter mitral valve repair: the gulf mteer registry (gulf mitral transcatheter edge to edge repair.¿

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - the implant date is estimated. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr), and the reported mitral valve insufficiency/ regurgitation (unchanged mr), could not be determined. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: article titled ¿one-year real-world outcomes for patients undergoing transcatheter mitral valve repair: the gulf mteer registry (gulf mitral transcatheter edge to edge repair.¿